Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) ¿ the product code 82-3162 with lot 6331804, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 40 mmh2o. The valve was visually inspected; a tear mark was noted in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve. The root cause for the ¿tear mark¿ could be due a sharp or pointed object coming into contact with the valve in view of the tear mark on the needle chamber. As noted in the surgical procedure precautions section in instruction for use (IFU), silicone has a low cut/tear resistance.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting due to congenital hydrocephalus. Due to suspicion of obstruction, the valve was removed on (B)(6) 2024 and was replaced with another valve on an unknown date. Primary disease is meningitis. The patient is in follow up. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction.